Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used for an unknown procedure. It was reported that the system booted up normally but then did not expose on a spin. The site rebooted the system a couple times and then as able to get a partial spin, but it stopped halfway. It was further reported that the site was unable to take scout shots. The manufacturer representative reported that the site tried using the foot pedal and hand switch, but there was no effect. The manufacturer representative reported that the system would not respond to the 2d or 3d button. The site performed a reboot and reported that all three boxes on the image acquisition screen were green, but the system went into stand alone mode. The site rebooted a second time, which resolved the issue, and they were able to continue the procedure. It was noted that the issue was potentially rooting from the power supply or circuit board. Additionally, the site further reported that the system was making a constant "clicking" sound. It was unknown if there was a delay to the procedure. There was no reported impact to patient outcome.

Event description:
Additional information was received from the manufacturer representative. It was reported that there was a 20 minute delay to the procedure. It was confirmed that there was no impact to patient outcome.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used for a sacroiliac and thoracolumbar procedure. It was reported that the system booted up normally but then did not expose on a spin. The site rebooted the system a couple times and then as able to get a partial spin, but it stopped halfway. It was further reported that the site was unable to take scout shots. The manufacturer representative reported that the site tried using the foot pedal and hand switch, but there was no effect. The manufacturer representative reported that the system would not respond to the 2d or 3d button. The site performed a reboot and reported that all three boxes on the image acquisition screen were green, but the system went into stand alone mode. The site rebooted a second time, which resolved the issue, and they were able to continue the procedure. It was noted that the issue was potentially rooting from the power supply or circuit board. Additionally, the site further reported that the system was making a constant "clicking" sound. There was less than an hour delay to the procedure. There was no impact to patient outcome.

Manufacturer narrative:
Correction: section b5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.